Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a gap of adhesive present on the distal end. Additional evaluation findings are as follows: 1.) Foreign object lodged in the distal tip behind the raiser bridge; 2.) Echo signal missing; 3.) Irregularities in appearance of the adhesive of the bending section. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a foreign object behind the bridge could not be removed; the device was returned to olympus for repair. The problem, as reported to olympus, was identified during reprocessing of the device. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was noted that gap of adhesive was present on the distal end. This report is submitted due to the gap of adhesive on the distal end, identified during in-house service of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 12 years since the device was manufactured. Based on the investigation, the cause of the reported phenomenon could not be identified. It is possible that the foreign object did not come from the device. This information is addressed in the instructions for use (IFU): ¿warning: some endoscope reprocessors are not designed to reprocess an elevator wire channel. If the elevator wire channel cannot be reprocessed by the endoscope reprocessor, clean, disinfect, and sterilize the endoscope according to procedures described in chapter 7, cleaning, disinfection, and sterilization procedures.¿ olympus will continue to monitor the field performance of this device.